Event description:
The paratrend 7+ sensor was successfully calibrated. However, during insertion of the sensor into the patient, blood was seen to flow back into the sensor and emerge at the connection to the patient data module. The sensor was removed and returned to diametrics medical limited for investigation. No adverse effects to the patient have been reported.